Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed. Changed to another device to complete the procedure. There were no adverse consequences to the patient.